Manufacturer narrative:
Reporter returned 3 toothbrush heads on 01-jun-2016. Product investigation not yet initiated.

Event description:
Brush head fell off / top of brush breaks / bottom ring which anchors the head onto the brush gets loose after about a week and the plastic is broken, the heads turn themselves on the hand piece [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via letter on 01-jun-2016 that after the second or third use of an oral-b power oral care refills precision clean, the brush head fell off while used with an oral-b rechargeable toothbrush, version unknown; she almost swallowed the head. The consumer stated that she purchased 4 packages 4 brush heads, and so far 3 brush heads had been defective. She had been using oral-b electric toothbrushes and the corresponding brush heads for years to her satisfaction. No symptoms developed. On 08-jun-2016 received consumer follow-up: the consumer reported that the brush heads were all new. She described that the top of the brush breaks after 2-3 days, elaborating that the bottom ring which anchors the head onto the brush gets loose after about a week and the plastic is broken. Because of this, she explained that the brush heads turn themselves on the hand piece. She had a package (4 brush heads) with defective heads and the next package had defective attachment parts; she had a total of 4 packages (16 pieces). No further information was provided.